Manufacturer narrative:
It was reported that right heel counter folding causing ulcer on back of heel clinician unable to smooth material causing swelling. The returned product was evaluated, and the issue has been confirmed as reported due to heel counter issue root cause could not be established. The root cause is traced back to a manufacturing defect. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that right heel counter folding causing ulcer on back of heel clinician unable to smooth material causing swelling.